Event description:
After reading about the black debris coming from the bipap machines, I decided to try in line filters. Not expecting to see anything on the filters, I was surprised to find within a week or two my filters were turning dark and clogging up. I don't know what it is that my filters are catching but I have clogged up 3 in line filters in short periods of time. I have been using this machine for a few years before putting there in line filters on my hose. Now it has me concerned because I have developed a cough the past several months and I have a couple spots in my right lung showing up on CT scans. I am concerned that there could be something wrong with the air10 bipap that I am using. I have the filters that are catching the debris out whatever it is that is turning it dark. I can be reached at (B)(6). FDA safety report ID # (B)(4).